Event description:
Reportedly, the pt experienced pain in the abdominal, vagina and rectum area. She was seen by her gynecologist in 2003. She was diagnosed with a "significant fall of the perineum and rectocele" and recommended for surgery the same year. Allegedly, two months later, she presented problems of "detachment of buttocks with anus" and subsequently diagnosed with "fall of labia majora and both buttocks." The gynecologist performed surgery two months later, in which the ivs tunneller band was recommended. Pt later underwent a defecography in 2004; allegedly, due to a complication of the ivs tunneller.